Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side leaked & is flat now". Patient additionally reported "experienced intense pain" and "bad recall implants". Healthcare professional confirmed deflation and exchange due to the patient's concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease flat, yellow particles inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified opening sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior to an unidentified (tear) opening.